Event description:
A malfunction was reported on the pump, with the customer experiencing a malfunction alarm signaled by a specific code. There was no adverse impact on the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The technical support team assisted the customer in resetting the pump and provided instructions for handling the malfunction. When the issue recurred, they decided to replace the pump. The customer acknowledged the steps to return the faulty pump and the use of a backup therapy to ensure insulin delivery. A replacement pump was sent to the customer, with training available through their tandem source account.